Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Unit passed displacement test, sleep current measurement and active current measurement.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected alarm. The customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was performed and notification light stopped flashing immediately. The insulin pump was returned for analysis.